Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was showing high impedance readings. It was stated that some of the bipolar pairs on the device had readings of >4,000 ohms. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional in formation becomes available.